Manufacturer narrative:
Follow-up #1: date of submission 04/05/2016 device evaluation: the pump has been returned and evaluated by product analysis on 03/25/2016 with the following findings: a review of the black box data showed one call service 064 alarm. During testing, the pump powered on normally. The pump successfully passed the rewind, load, and prime steps. The pump was exercised for 24 hours with no alarms. The pump cover was opened and no internal defect was found. The complaint was not duplicated during testing.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a call service alarm (cs 064) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.